Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the ubc making a loud, unusual sound, and the ubc being warm to the touch, were not confirmed. The ubc (serial number (B)(6) ) was not returned for analysis. Questions regarding the ubc¿s return status were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate universal battery charger instructions for use (IFU) section 2.0 ¿setting up the universal battery charger before use¿) instructs users how to properly set up the ubc before use. Users are instructed to not use a ubc that appears damaged. Review of the device history record for the universal battery charger, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.

Event description:
It was reported that when unpacking the universal battery charger from the original packaging and plugged in. Upon activation of the charger there was a loud noise, which sounded like a fan malfunction.